Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has respiratory tract irritation, inflammatory response, and a nondescriptive allegation of "other." The patient has expired (death). No medical intervention was specified. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential litigation surrounding this case, no further investigation or follow-up can be carried out. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-87982. This report was submitted as a duplicate report of the previously submitted report.